Manufacturer narrative:
Upon receipt of this ambicor penile prosthesis (app) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and pump were visually examined and microscopically tested. Both cylinders had wear at a fold in the middle of the body and one of them, had a hole with a leak in the fold. The pump performed within specifications. Based on the information available and analysis results, the hole identified in the cylinder could have caused or contributed to the reported clinical observation of inflation issues.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) revision surgery because the device was not inflating. No patient complications were reported.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) revision surgery because the device was not inflating. No patient complications were reported.